Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture in the high voltage conductor coil with high lead impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.